Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient experienced an infection on the pocket area. The patient also did not feel the stimulation unless the voltage is high, around 5.0. The physician did an xray to check the lead position and it looks on spot (didn¿t seem to move). The impedance check was ok as well. The patient was responsive to the trial.